Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the water was dripping from surgical light. Taking under consideration collected up to date information we decided to report this case based on potential as any drop of water could fall into sterile field and might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of leak could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to subject matter export from manufacturing site, the root cause of this incident is wrong cleaning protocol, probably with running water or spray directly applied onto the device. There is a warning mentioned in the user manual maquet powerled ii IFU 01811 en 06 page 98 that certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Disinfectants containing glutaraldehyde, phenol or iodine must not be used. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The root cause of this incident is clearly a misuse and it is confirmed by the customer. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the water was dripping from surgical light. Taking under consideration collected up to date information we decided to report this case based on potential as any drop of water could fall into sterile field and might cause contamination.